Event description:
It was reported while using bd alaris pump module smartsite infusion burette set there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: the burette cracked along the side wall when nurse was priming ivf¿s into it. The burette cracked along the side wall when nurse was priming ivf¿s into it.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20115808. D4: medical device expiration date: 17nov2025. H4: device manufacture date: 17nov2020. D4: medical device lot #: 20115809. D4: medical device expiration date: 18nov2025. H4: device manufacture date:18nov2020. H6: investigation summary a complaint of burette cracking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The burette was cracked on both sides. Possible lots were determined using the smartsite ids. These potential lots were used to complete the device history review. A device history record review for model 2441-0007 lot number 20115808 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2441-0007 lot number 20115809 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. It was determined that the defect was due to a supplier issue. The sample was sent to the supplier for investigation, but was lost in transit to the plant. Due to this a root cause could not be determined.

Event description:
It was reported while using bd alaris pump module smartsite infusion burette set there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: the burette cracked along the side wall when nurse was priming ivf¿s into it. The burette cracked along the side wall when nurse was priming ivf¿s into it.